Manufacturer narrative:
(B)(4). It is unknown if the device sample is available for evaluation.

Event description:
The customer alleges that the catheter got stuck in the patient. Intervention - an unplanned surgical procedure to remove the catheter.

Manufacturer narrative:
Qn#(B)(4). The lot number was not provided by the customer; therefore, the device history record (DHR) review was performed based upon a lot number from sales history of the customer. There were no relevant findings. The IFU for this product was reviewed as a part of the complaint investigation. The IFU contains a catheter removal procedure and warns the user, "catheters advanced too far may have entangled with some nerves or nerve roots." The IFU instructs the user "remove catheter by placing patient in same position that was used to insert catheter. If resistance is encountered, stop; reposition patient and attempt removal again. Pressure on skin in the opposite direction from direction catheter is being pulled often helps to facilitate removal." Complaint verification testing could not be performed as no sample was returned for analysis. A DHR review was performed on the catheter with no evidence to suggest a manufacturing related cause. The potential cause of difficulty removing the catheter could not be determined based upon the information provided and without a sample.

Event description:
The customer alleges that the catheter got stuck in the patient. Intervention - an unplanned surgical procedure to remove the catheter.